Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked from the septum. In addition, the customer experienced resistance when filling the cartridge. Customer's blood glucose level was 116 mg/dl. Reportedly, the customer successfully loaded a new cartridge.